Manufacturer narrative:
Device evaluation by manufacturer: field service engineering (fse) contacted the customer over the phone to address the issue. However, after troubleshooting, the sorter continued to drop cups incorrectly. The fse then visited the site for further evaluation of the event. Fse confirmed the error by observing the error log and reproduced the error by running the sorter test. Fse further evaluated the instrument and found that the y-position was out of alignment at the dispense lane. Fse then adjusted the cup drop position and the sorter test was performed in all four corners of the sorter without any issue. The instrument was operating as expected. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 11-mar-2018 through aware date (B)(6) 2019. There were no other similar complaints found during the searched period. The aia-900 operator's manual under section 12 - flags and error messages states the following: [4053] sorter-z home overrun: cause: the home sensor s022, which is not supposed to be activated after the sorter z-axis moves, was activated. A retry will take place, and if there is no improvement a flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s022 and also check to see the cause of slipping, and so on, that occurs when pm022 moves to the limit side. The most probable cause of the error 4053 sorter-z home overrun error message was due to misalignment of the cup drop position in the sorter.

Event description:
A customer reported error 4053 sorter-z home overrun with the aia-900 instrument. The customer reset the instrument and a loud noise occurred in the sorter when it picked up the std cup after running the daily check. The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of parathyroid hormone (ipth) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.